Event description:
Complaint description is: "the customer stated: the #15 blade inside the spine pack broke and is lodged in the pt's spine. There is injury reported. Clinical data have been requested due to the nature of this issue.